Event description:
It was reported that the customer was experiencing high blood glucose. Customer's blood glucose was 422 mg/dl. Customer stated she was going to do bolus but the insulin pump kept alarming check blood glucose. Customer stated the act and b buttons were not working. The customer was assisted to clear the alarm and turn off the blood glucose reminder. Customer delivered a bolus to treat high blood glucose. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.